Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, a foreign fragment was found noticed in the magnet side of the centrifugal pump. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device. Visual inspection confirmed the complaint, a piece of magnet was present. Visual inspection of the device displayed excessive wear of the component during use. The components are 100% inspected for defects. The likely cause of this event is a missed inspection or impact of the unit during shipment. A general training was performed with associates to heighten awareness of the issue. (B)(4). All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u.